Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 control panel mast roller pump 150/85. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that nothing appeared on the display of the s5 control panel mast roller pump when it was turned on during the procedure. There was no report of patient injury. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that nothing appeared on the display of the s5 control panel mast roller pump when it was turned on during the procedure. There was no report of patient injury.